Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one unused companion sample for evaluation. The customer reported condition was not confirmed. Visual examination of the sample showed no signs of physical defect including filter integrity. Functional testing was performed and showed no signs of particulate matter or filter degradation. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
It was reported that a clearlink paclitaxel sets filter was found to have degraded during infusion. A non-baxter drug was diluted in 250 cc's of normal saline and was being infused at a rate of approximately 280 cc's/hour. After the 1-hour infusion the set was inspected, the filter appeared to have degraded. The customer noted that all of the degraded material appeared to remain in the filter. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.